Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The pharmacist at hospital reported the following: ¿patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient¿s hip. Much pain.¿

Manufacturer narrative:
It was discovered that this device was reported in error and was not involved in the reported event. Device not involved.

Event description:
The pharmacist at hospital reported the following: "patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient's hip. Much pain."